Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a follow up report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2011. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010.

Event description:
It was reported an occlusion alarm sounded when the flow rate was 2ml/min. Also, the side port was found to be broken.